Event description:
It was reported to philips that the device needs to be returned to the bench. The bench clarified the device was returned to address ECG issues. There was no reported patient involvement.